Manufacturer narrative:
Evaluation summary: the cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported "suction channel blocked, clog possible air/water channel" involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. Multiple good faith efforts have been made with no additional information being provided as of 21-nov-2021.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: umbilical cable severe crush, right /left angulation knob play, up/ down angulation knob play, bending rubbersevere discoloration, passed wet leak test, passed dry leak test, lightguide prong cover glass set loose, suction tube resistance, customer complaint confirmed, video image has a white or red dot, fluid invasion not observed in pve connector, fluid invasion not observed in control body, right/ left brake knob markings faded, right/ left control knob markings faded, water nozzle glue worn, air nozzle glue worn. The device underwent repairs including the following components: o-rings and seals, light guide cable, suction channel lg, bending rubber. Pentax model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 09-nov-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 27-feb-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-feb-2017. The endoscope is awaiting repair and approved by final qc as of 21-nov-2021 and will be returned to the user once completed. If additional information becomes available, a supplemental report will be filed with the new information.